Manufacturer narrative:
Retainer = black. Customer returned the insulin pump for alleged blank display (unresponsive to a brand new battery), low battery life, and rewind takes longer found on 9/27/2021. Device powered up properly after battery installation. No blank display noted. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Rewind functioned properly during testing. Successfully downloaded the trace and history files using thus. A review of the history files reveals on 9/21/2021 there was one (1) low battery alert at 18:42 and then on 9/22/2021 there were two (2) change battery faults (replace battery alert) at 04:13 and 04:23. No excessive or unusual power/battery related alarms occurred on or near the event day, 9/27/2021. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Device was monitored and no blank display or unexpected power/battery alerts noted during testing. Device was cut open to perform a visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor noted. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case and pillowing keypad overlay. Blank display, rewind anomaly, and low battery life are all not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not responding to a brand new battery. The insulin pump had a diminished battery life and rewind took longer. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.